Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
The customer received questionable sodium results for 19 patient samples. He provided 11 discrepant sodium results. Patient 1, initial result was 127 mmol/l. The repeat result was 140 mmol/l. Patient 2, initial result was 120 mmol/l. The repeat result was 137 mmol/l. Patient 3, initial result was 119 mmol/l. The repeat result was 137 mmol/l. Patient 4, initial result was 123 mmol/l. The repeat result was 138 mmol/l. Patient 5, initial result was 128 mmol/l. The repeat result was 142 mmol/l. Patient 6, initial result was 122 mmol/l. The repeat result was 139 mmol/l. Patient 7, initial result was 124 mmol/l. The repeat result was 140 mmol/l. Patient 8, initial result was 128 mmol/l. The repeat result was 142 mmol/l. Patient 9, initial result was 122 mmol/l. The repeat result was 138 mmol/l. Patient 10, initial result was 127 mmol/l. The repeat result was 141 mmol/l. Patient 11, initial result was 122 mmol/l. The repeat result was 138 mmol/l. No adverse events have been alleged regarding the discrepancies. The sodium electrode lot number was not provided. The field service representative did not find the cause of the discrepancies and was unable to duplicate the issue. He performed successful calibration, quality control and precision. All were within specification.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at first, the gas was not insufflated through the (B)(4). A (B)(4) was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.